Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off when they pick it up and then set it down. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and verified the reported issue. Physio further evaluated the customer's device and was no longer able to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device is unexpectedly powering off when they pick it up and then set it down. There was no report of patient use associated with the reported event.